Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 52mm abdominal aortic aneurysm, with a proximal neck angulation of =80degrees on (B)(6) 2018. It was reported that due to the degree of proximal neck angulation and bad shape, the physician had to push the delivery system up hard to fit the vessel and the stent was implanted. However, it was reported that the stent graft was insufficiently apposed to the greater curvature section of the aortic wall and a type ia endoleak was confirmed. Another manufacturer¿s stent graft cuff was implanted and a touch-up was performed resulting in the improvement of the neck degree and the stent was confirmed to be apposed to the vessel wall. It was reported that a decrease in the endoleak was observed however, there was still either a minor type ia endoleak or a type IV endoleak. As per the physician the cause of the event was anatomy related due to the angulated short neck. No additional clinical sequelae were reported and the patient is fine.